Manufacturer narrative:
Boston scientific technical services (ts) reviewed device data available in the remote monitoring system. In a review of the stored atr episode, noise on the rv channel was also identified which occurred at the same time the noise was present on the ra and shock channel. There were also some abrupt increases in the rv pacing impedance measurements to greater than 2,000 ohms. Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited noise and oversensing which resulted in an inappropriate atrial tachy response (atr) episode. There was also noise on the shock electrogram (egm).

Manufacturer narrative:
Additional testing was performed and the out of range impedance values were not able to be recreated. However, provocative movements were able to reproduce noise. The pacing lead impedance measurements were stable between 1200-1400 ohms. There had been no further ventricular event recorded. A system revision was planned, however the patient currently had a dental abscess and was being treated with antibiotics. No additional information is available at this time. If additional information becomes available this report will be updated.